Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report number 3004608878-2020-00706.

Event description:
This is 1 of 2 reports. A facility reported the mayfield skull clamp was stuck in the locked position. It is unknown if there was patient involvement, or if the device failure led to patient injury, or surgical delay.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield composite series skull clamp was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.